Event description:
The customer was performing a calibration of the sensor board (6) under the reaction vessel transfer mechanism on the architect i2000sr analyzer. During the course of this activity, the operator "pricked" herself with the analyzer's stat probe. At the time, the probe was in its home position next to the wash cup. The customer moved her hand in such a way that she hit the probe and sustained the injury. The customer did not receive any medical treatment and is doing fine and is back to work. There is no further impact to the customer reported.

Manufacturer narrative:
The sensor board #6 is located under the reaction vessel (rv) transport and to calibrate to board, the operator must turn on a switch located on the board. This procedure is not a customer procedure. The procedure can be performed while the instruments powered on, but in offline or stopped status. The complaint does not indicate the type of injury sustained by the operator, but based on the available info, it does not appear that a malfunction of the system caused the injury. The investigation consisted of a review of the complaint history for architect system over the time period 2007 through 2008. The result of the review did not find another complaint logged for this or similar issues for this instrument. The customer's issue is addressed in the abbot architect system operations manual ((pn 201837-104) june, 2007), section 8 - hazards, which describes the potential biological and physical hazards the operator may face when operating the instrument under the following titles: operator responsibility, biological hazards, precautions, and physical hazards. Safe practices should be observed to avoid injury when exposed to the following potential physical hazards; probes and sharps. Probes are sharp and potentially contaminated with infectious material. Avoid contact with the tips of probes. Although the architect system is equipped with machine guarding features to stop the lowering of the probes, you should never reach into the processing module while it is operating. The investigation demonstrated that the architect i2000sr system is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.